Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and two days after the start of the support, the impella cp device was accidentally pulled into the aorta. The patient tolerated the minimal support. Ejection fraction was up to 40%, and the decision was made to explant the impella cp device. The patient was reported to be in stable condition following the event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.